Event description:
The 3:00 and 10:15 renals were superimposed. 3 vertical anterior markers were barely rotated off the core and didn't move enough to aid in orientation. The graft was opened to see what was happening and it was observed that it was re-sheathed/constrained in a way that it was infolded inwards. This pushed renals together and smashed 3 vertical anterior markers against the core, not allowing them to rotate. Once the graft was deployed, it was not aligned, and could not be rotated to correct it. Later in the case the gray positioner could not be docked with the nose cone which accordioned the sheath. The iliac was cut down to remove the delivery system. Upon observation, the gray positioner was cut/sheared.